Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) recommended further lead testing. The lead remains in service. No adverse patient effects were reported.